Event description:
The device was returned for a mechanical hardware failure (screen, no input). The customer reproted the touch screen was not responding during use. Upon return, during inspection, the touch screen was responding to inputs. The device was opened to inspect for damage. No internal damage was identified and all connections were secure. A mock infusion test was completed without failure. The device was able to respond to touch screen inputs during mock infusion testing. The device was left to run over night at 100ml/hr in an attempt to replicate operational conditions for the device. The front display was able to accept all touch screen inputs the following day. The device will be sent through to the test line to confirm functionality.

Event description:
The following has been reported: biomed reported: touch screen will not respond patient harm: no. Stopped infusion: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.